Manufacturer narrative:
Zoll medical corp has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to defibrillate a pt (age & gender unk), the device would not power up. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.